Manufacturer narrative:
Act buttons did not respond due to corroded keypad trace. Failure analysis was unable to verify battery out limit alarm due to unresponsive button. Pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip.

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer reported the buttons were sticking and unresponsive. The customer reported the escape button was unresponsive. It was also found the customer had a battery out limit alarm. The customer also reported the batteries were out of the insulin pump for a longer duration than allowed. Customer's blood glucose was 140 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.